Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: based on the information provided, the reported intervention was required due to the suboptimal implant position of this valve. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. No adverse patient effects were reported. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(4)), the valve moved too high as it was released from the delivery catheter system (dcs) tabs, possibly due to too much tension on the dcs. The valve was snared and moved to the ascending aorta where it remains implanted. A second valve ((B)(4)) was implanted in the annular position. There was no impact to the patient associated with this event. The valves remain implanted and the dcs was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.